Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied two photos showing an arterial catheter. The first image shows the arterial catheter while still inside the patient. The second image shows a separated portion of the arterial catheter. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not suture directly to outside diameter of catheter body to minimize the risk of damaging the catheter or adversely affecting monitoring capabilities." The report that the arterial catheter separated was confirmed through the photos provided by the customer. The image showed that the catheter body had separated; however, the actual complaint sample was not returned for evaluation. A device history record review was performed based on sales history, and no relevant findings were identified. The probable cause of the catheter separation cannot be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: arterial line hub disconnected from the body of the catheter. The catheter was removed from patient. No intervention required.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: arterial line hub disconnected from the body of the catheter. The catheter was removed from patient. No intervention required.